Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("one of the essure micro-inserts had perforated her fallopian tube / perforation (fallopian tube(s))"), hemianaesthesia ("leftsided body numbness / left-sided numbness") and paraesthesia ("tingling down one side of my body") in a 36-year-old female patient who had essure (batch no. A61942) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine bleeding on (B)(6) 2013, parity (6 weeks , baby was 6 weeks early delivered.) On (B)(6) 2013, menarche (11 years old.) On (B)(6) 2013, crohn's disease (was controlled), pregnancy (non spontaneous vaginal delivery) in 2012, neurofibroma (of left breast), knee operation, ulcer esophageal, adverse event nos (egd disease) in 2013, neurofibroma and postpartum state. The patient denies any weight gain. Concurrent conditions included ex-smoker since (B)(6) 2013, abstains from alcohol since (B)(6) 2013, atrophic vaginitis since (B)(6) 2013, postpartum depression since (B)(6) 2013, depressed mood since (B)(6) 2013, worry since (B)(6)2013, depression (the pp depression is aggravated by lack of sleep.) Since (B)(6) 2013, irritability since (B)(6) 2013, head spinning since (B)(6) 2013, vaginal bleeding since (B)(6) 2015, bleeding menstrual heavy since (B)(6) 2015, numbness since (B)(6) 2015, tingling since (B)(6) 2015, abdominal distension since (B)(6) 2015, pain since (B)(6) 2015, uti, celiac disease, pelvic pain, menses irregular, dysfunctional uterine bleeding and body mass index normal. Family history included seizure (paternal aunt), skin cancer (paternal aunt and maternal grandmother), varicose veins (mother), obesity (mother), migraine (mother), hypertension (maternal grandmother), heart disease, unspecified (maternal grandmother), neurofibroma (father, brother) and depression (brother). Concomitant products included alprazolam (xanax), anaesthetics (anesthesia) and sertraline (zoloft) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced fatigue ("chronic fatigue / tiredness"). On (B)(6) 2013, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced menorrhagia ("abnormally heavy bleeding during menstruation/ prolonged menses / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2013, the patient experienced weight increased ("weight gain") and weight decreased ("weight loss"). On (B)(6) 2014, the patient experienced hemianaesthesia (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, back pain ("severe back pain"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), vaginal discharge ("vaginal discharge"), headache ("headaches"), weight fluctuation ("weight fluctuation"), depression ("depression"), anxiety ("anxiety"), dysmenorrhoea ("menstrual pain") and paraesthesia (seriousness criterion medically significant). The patient was treated with ibuprofen and surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, hemianaesthesia, back pain, alopecia, dysgeusia, vaginal discharge, headache, weight fluctuation, depression, anxiety, weight decreased and paraesthesia outcome was unknown and the menorrhagia, dyspareunia, fatigue, vaginal haemorrhage, weight increased and dysmenorrhoea had resolved. The reporter considered alopecia, anxiety, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, hemianaesthesia, menorrhagia, paraesthesia, vaginal discharge, vaginal haemorrhage, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: during a post-surgical follow-up with physician, plaintiff was advised that one of the essure micro-inserts had perforated her fallopian tube. Since her removal surgery, her symptoms have mostly resolved, though some remain. Insertion procedure: the coils were then released and approximately six coils were present from the right tubal ostia into the cavity. When this was completed, the left tubal ostia was identified, cannulated, and the device released leaving five coils in the intrauterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Colonoscopy - in 2010: negative hysterosalpingogram - on (B)(6) 2013: full occlusion of fallopian tubes confirmed. On (B)(6) 2015, reason for appointment: dub after essure 2013, tests are negative. In 1996, brain tumor and cyst dissolved neurofibroma brain. On (B)(6) 2015, pathology report: gross description received in formalin, labeled with the patient's number and uterus "cervix, bilateral fallopian tubes" is a 62 gram hysterectomy and bilateral salpingectomy specimen including a uterus (7.2 cm cervix-to-fundus, 4.7 cm cornu-to-cornu, 3.5 cm anterior-to posterior) with attached cervix (2.5 x 2.5 cm), and attached bilateral fallopian tubes. The serosal surface of the uterus is pink and smooth. The ectocervix is covered with pink white smooth mucosa. A 1.5 x 0.3 cm slit-like cervical os is present. The uterus is opened laterally to reveal a 2.5 x 0.9 cm endocervical canal covered with pink herringbone mucosa. Cross sectioning reveals a white fibrous cut surface with small nabothian cysts, up to 0.2 cm in greatest dimension. The endometrial cavity measures 3.7 x 1.8 cm. It is covered with thin hemorrhagic mucosa. The endometrium measures up to 0.1 cm in thickness. No mass or other lesions are grossly identified within the endometrial cavity. The myometrium is slightly trabeculated ranging from 1.2 to 1.5 cm in thickness. The left fallopian tube measures 7.5 cm in length with a diameter of up to 0.9 cm. It has a patent lumen on cross sectioning and an essure coil at the proximal portion. The right fallopian tube measures 9 cm in length with a diameter of up to 1 cm. It has a fimbriated end and multiple paratubal cysts, up to 2 cm in greatest dimension filled with clear serous fluid. Cross sectioning reveals a patent lumen and an essure coil present at the proximal end. Current weight 130.00 lbs. Approximate weight at the time of essure placement 130.00 lbs concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, hemianaesthesia and depression. Most recent follow-up information incorporated above includes: on (B)(6) 2018: the case (B)(4) was identified as a follow up of this case. Therefore, the case (B)(4) was deleted from argus database. New reporters added; new event added: tingling down one side of my body. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("one of the essure micro-inserts had perforated her fallopian tube / perforation (fallopian tube(s))") and hemianaesthesia ("leftsided body numbness / left-sided numbness") in a 36-year-old female patient who had essure (batch no. A61942) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine bleeding on (B)(6)2013, postpartum disorder (6 weeks , baby was 6 weeks early delivered.) On (B)(6)2013, menarche (11 years old.) On (B)(6) 2013, crohn's disease (was controlled), pregnancy (non spontaneous vaginal delivery) in 2012, neurofibroma (of left breast), knee operation, ulcer esophageal, adverse event nos (egd disease) in 2013 and neurofibroma. The patient denies any weight gain. Concurrent conditions included ex-smoker since (B)(6)2013, abstains from alcohol since (B)(6)2013, atrophic vaginitis since (B)(6)2013, postpartum depression since (B)(6)2013, depressed mood since (B)(6)2013, worry since (B)(6)2013, depression (the pp depression is aggravated by lack of sleep.) Since (B)(6)2013, irritability since (B)(6)2013, head spinning since (B)(6) 2013, vaginal bleeding since (B)(6)2015, bleeding menstrual heavy since (B)(6)2015, numbness since (B)(6)2015, tingling since (B)(6)2015, abdominal distension since (B)(6)2015, pain since (B)(6) 2015, uti, celiac disease, pelvic pain, menses irregular, dysfunctional uterine bleeding and body mass index normal. Family history included seizure (paternal aunt), skin cancer (paternal aunt and maternal grandmother), varicose veins (mother), obesity (mother), migraine (mother), hypertension (maternal grandmother), heart disease, unspecified (maternal grandmother), neurofibroma (father, brother) and depression (brother). Concomitant products included alprazolam (xanax), anaesthetics (anesthesia) and sertraline (zoloft) since may 2013. On (B)(6)2013, the patient had essure inserted. On the same day, the patient experienced fatigue ("chronic fatigue / tiredness"). On (B)(6)2013, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"). On (B)(6)2013, the patient experienced menorrhagia ("abnormally heavy bleeding during menstruation/ prolonged menses / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6)2013, the patient experienced weight increased ("weight gain") and weight decreased ("weight loss"). On (B)(6)2014, the patient experienced hemianaesthesia (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, back pain ("severe back pain"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), vaginal discharge ("vaginal discharge"), headache ("headaches"), weight fluctuation ("weight fluctuation"), depression ("depression"), anxiety ("anxiety") and dysmenorrhoea ("menstrual pain"). The patient was treated with ibuprofen and surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the fallopian tube perforation, hemianaesthesia, back pain, alopecia, dysgeusia, vaginal discharge, headache, weight fluctuation, depression, anxiety and weight decreased outcome was unknown and the menorrhagia, dyspareunia, fatigue, vaginal haemorrhage, weight increased and dysmenorrhoea had resolved. The reporter considered alopecia, anxiety, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, hemianaesthesia, menorrhagia, vaginal discharge, vaginal haemorrhage, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: during a post-surgical follow-up with physician, plaintiff was advised that one of the essure micro-inserts had perforated her fallopian tube. Since her removal surgery, her symptoms have mostly resolved, though some remain. Insertion procedure: the coils were then released and approximately six coils were present from the right tubal ostia into the cavity. When this was completed, the left tubal ostia was identified, cannulated, and the device released leaving five coils in the intrauterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Colonoscopy - in 2010: negative hysterosalpingogram - on (B)(6)2013: full occlusion of fallopian tubes confirmed. On (B)(6)2015, reason for appointment: dub after essure 2013, tests are negative. In 1996, brain tumor and cyst dissolved neurofibroma brain. On (B)(6)2015, pathology report: gross description received in formalin, labeled with the patient's number and uterus "cervix, bilateral fallopian tubes" is a 62 gram hysterectomy and bilateral salpingectomy specimen including a uterus (7.2 cm cervix-to-fundus, 4.7 cm cornu-to-cornu, 3.5 cm anterior-to posterior) with attached cervix (2.5 x 2.5 cm), and attached bilateral fallopian tubes. The serosal surface of the uterus is pink and smooth. The ectocervix is covered with pink white smooth mucosa. A 1.5 x 0.3 cm slit-like cervical os is present. The uterus is opened laterally to reveal a 2.5 x 0.9 cm endocervical canal covered with pink herringbone mucosa. Cross sectioning reveals a white fibrous cut surface with small nabothian cysts, up to 0.2 cm in greatest dimension. The endometrial cavity measures 3.7 x 1.8 cm. It is covered with thin hemorrhagic mucosa. The endometrium measures up to 0.1 cm in thickness. No mass or other lesions are grossly identified within the endometrial cavity. The myometrium is slightly trabeculated ranging from 1.2 to 1.5 cm in thickness. The left fallopian tube measures 7.5 cm in length with a diameter of up to 0.9 cm. It has a patent lumen on cross sectioning and an essure coil at the proximal portion. The right fallopian tube measures 9 cm in length with a diameter of up to 1 cm. It has a fimbriated end and multiple paratubal cysts, up to 2 cm in greatest dimension filled with clear serous fluid. Cross sectioning reveals a patent lumen and an essure coil present at the proximal end. Current weight 130.00 lbs. Approximate weight at the time of essure placement 130.00 lbs concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, hemianaesthesia and depression. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received - new event "abnormal bleeding (vaginal), weight gain, weight loss, menstrual pain" were added. Concomitant conditions were added. Product implant date was updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: mw5042995) on 31-mar-2017. The most recent information was received on 31-jul-2018. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("one of the essure micro-inserts had perforated her fallopian tube / perforation (fallopian tube(s))"), hemianaesthesia ("leftsided body numbness / left-sided numbness") and hemiparaesthesia ("tingling down one side of my body") in a 36-year-old female patient who had essure (batch no. A61942) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine bleeding on (B)(6) 2013, parity (6 weeks , baby was 6 weeks early delivered.) On (B)(6) 2013, menarche (11 years old.) On (B)(6) 2013, crohn's disease (was controlled), pregnancy (non spontaneous vaginal delivery) in 2012, neurofibroma (of left breast), knee operation, ulcer esophageal, adverse event nos (egd disease) in 2013, neurofibroma and postpartum state. The patient denies any weight gain. Concurrent conditions included ex-smoker since (B)(6) 2013, abstains from alcohol since (B)(6) 2013, atrophic vaginitis since (B)(6) 2013, postpartum depression since (B)(6) 2013, depressed mood since (B)(6) 2013, worry since (B)(6) 2013, depression (the pp depression is aggravated by lack of sleep.) Since (B)(6) 2013, irritability since (B)(6) 2013, head spinning since (B)(6) 2013, vaginal bleeding since (B)(6) 2015, bleeding menstrual heavy since (B)(6) 2015, numbness since (B)(6) 2015, tingling since (B)(6) 2015, abdominal distension since (B)(6) 2015, pain since (B)(6) 2015, uti, celiac disease, pelvic pain, menses irregular, dysfunctional uterine bleeding and body mass index normal. Family history included seizure (paternal aunt), skin cancer (paternal aunt and maternal grandmother), varicose veins (mother), obesity (mother), migraine (mother), hypertension (maternal grandmother), heart disease, unspecified (maternal grandmother), neurofibroma (father, brother) and depression (brother). Concomitant products included alprazolam (xanax), anaesthetics (anesthesia) and sertraline (zoloft) since may 2013. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced fatigue ("chronic fatigue / tiredness"). On (B)(6) 2013, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced menorrhagia ("abnormally heavy bleeding during menstruation/ prolonged menses / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2013, the patient experienced weight increased ("weight gain") and weight decreased ("weight loss"). On (B)(6) 2014, the patient experienced hemianaesthesia (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, hemiparaesthesia (seriousness criterion medically significant), back pain ("severe back pain"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), vaginal discharge ("vaginal discharge"), headache ("headaches"), weight fluctuation ("weight fluctuation"), depression ("depression"), anxiety ("anxiety") and dysmenorrhoea ("menstrual pain"). The patient was treated with ibuprofen and surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, hemianaesthesia, hemiparaesthesia, back pain, alopecia, dysgeusia, vaginal discharge, headache, weight fluctuation, depression, anxiety and weight decreased outcome was unknown and the menorrhagia, dyspareunia, fatigue, vaginal haemorrhage, weight increased and dysmenorrhoea had resolved. The reporter considered alopecia, anxiety, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, hemianaesthesia, hemiparaesthesia, menorrhagia, vaginal discharge, vaginal haemorrhage, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: during a post-surgical follow-up with physician, plaintiff was advised that one of the essure micro-inserts had perforated her fallopian tube. Since her removal surgery, her symptoms have mostly resolved, though some remain. Insertion procedure: the coils were then released and approximately six coils were present from the right tubal ostia into the cavity. When this was completed, the left tubal ostia was identified, cannulated, and the device released leaving five coils in the intrauterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Colonoscopy - in 2010: negative hysterosalpingogram - on 1-may-2013: full occlusion of fallopian tubes confirmed. On 08-jun-2015, reason for appointment: dub after essure 2013, tests are negative. In 1996, brain tumor and cyst dissolved neurofibroma brain. On 01-jul-2015, pathology report: gross description received in formalin, labeled with the patient's number and uterus "cervix, bilateral fallopian tubes" is a 62 gram hysterectomy and bilateral salpingectomy specimen including a uterus (7.2 cm cervix-to-fundus, 4.7 cm cornu-to-cornu, 3.5 cm anterior-to posterior) with attached cervix (2.5 x 2.5 cm), and attached bilateral fallopian tubes. The serosal surface of the uterus is pink and smooth. The ectocervix is covered with pink white smooth mucosa. A 1.5 x 0.3 cm slit-like cervical os is present. The uterus is opened laterally to reveal a 2.5 x 0.9 cm endocervical canal covered with pink herringbone mucosa. Cross sectioning reveals a white fibrous cut surface with small nabothian cysts, up to 0.2 cm in greatest dimension. The endometrial cavity measures 3.7 x 1.8 cm. It is covered with thin hemorrhagic mucosa. The endometrium measures up to 0.1 cm in thickness. No mass or other lesions are grossly identified within the endometrial cavity. The myometrium is slightly trabeculated ranging from 1.2 to 1.5 cm in thickness. The left fallopian tube measures 7.5 cm in length with a diameter of up to 0.9 cm. It has a patent lumen on cross sectioning and an essure coil at the proximal portion. The right fallopian tube measures 9 cm in length with a diameter of up to 1 cm. It has a fimbriated end and multiple paratubal cysts, up to 2 cm in greatest dimension filled with clear serous fluid. Cross sectioning reveals a patent lumen and an essure coil present at the proximal end. Current weight 130.00 lbs. Approximate weight at the time of essure placement 130.00 lbs concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, hemianaesthesia and depression. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 31-jul-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5042995) on 31-mar-2017. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('one of the essure micro-inserts had perforated her fallopian tube / perforation (fallopian tube(s))'), hemianaesthesia ('neurological condition or problems : leftsided body numbness / left-sided numbness') and hemiparaesthesia ('tingling down one side of my body') in a 36-year-old female patient who had essure (batch no. A61942) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adverse event nos (egd disease) in 2013, uterine bleeding on (B)(6)2013, parity (6 weeks , baby was 6 weeks early delivered.) On (B)(6)2013, menarche (11 years old.) On (B)(6)2013, pregnancy (non spontaneous vaginal delivery) in 2012, crohn's disease (was controlled), neurofibroma (of left breast), knee operation, ulcer esophageal, neurofibroma, postpartum state and lactation decreased. The patient denies any weight gain. On unknown date essure confirmation test should successful occlusion. Previously administered products included for an unreported indication: mirena. Concurrent conditions included vaginal bleeding since (B)(6)2015, bleeding menstrual heavy since (B)(6)2015, numbness since (B)(6)2015, tingling since (B)(6)2015, abdominal distension since (B)(6)2015, pain since (B)(6)2015, postpartum depression since (B)(6)2013, depressed mood since (B)(6)2013, worry since (B)(6)2013, depression (the pp depression is aggravated by lack of sleep.) Since (B)(6)2013, irritability since (B)(6)2013, head spinning since (B)(6)2013, ex-smoker since (B)(6)2013, abstains from alcohol since (B)(6)2013, atrophic vaginitis since (B)(6)2013, uti, celiac disease, pelvic pain, menses irregular, dysfunctional uterine bleeding and body mass index normal. Family history included seizure (paternal aunt), skin cancer (paternal aunt and maternal grandmother), varicose veins (mother), obesity (mother), migraine (mother), hypertension (maternal grandmother), heart disease, unspecified (maternal grandmother), neurofibroma (father, brother) and depression (brother). Concomitant products included alprazolam (xanax), anesthetics, ethinylestradiol;norgestimate (ortho tri-cyclen) and sertraline hydrochloride (zoloft) since (B)(6) 2013. On (B)(6)2013, the patient had essure inserted. On (B)(6)2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower and fatigue ("chronic fatigue / tiredness"). On (B)(6)2013, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"). On (B)(6)2013, the patient experienced menorrhagia ("abnormally heavy bleeding during menstruation/ prolonged menses / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6)2013, the patient was found to have weight increased ("weight gain / loss (specify which one) gain") and weight decreased ("weight loss"). On (B)(6)2014, the patient experienced hemianaesthesia (seriousness criterion medically significant). On an unknown date, the patient experienced hemiparaesthesia (seriousness criterion medically significant), back pain ("severe back pain"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), vaginal discharge ("vaginal discharge"), headache ("headaches"), weight fluctuation ("weight fluctuation"), depression ("depression"), anxiety ("anxiety"), dysmenorrhoea ("menstrual pain") and neurofibromatosis ("neurofibromatosis"). The patient was treated with ibuprofen and surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the fallopian tube perforation, hemianaesthesia, hemiparaesthesia, back pain, alopecia, dysgeusia, vaginal discharge, headache, weight fluctuation, depression, anxiety, weight decreased and neurofibromatosis outcome was unknown and the menorrhagia, dyspareunia, fatigue, vaginal haemorrhage, weight increased and dysmenorrhoea had resolved. The reporter considered alopecia, anxiety, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, hemianaesthesia, hemiparaesthesia, menorrhagia, neurofibromatosis, vaginal discharge, vaginal haemorrhage, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: during a post-surgical follow-up with physician, plaintiff was advised that one of the essure micro-inserts had perforated her fallopian tube. Since her removal surgery, her symptoms have mostly resolved, though some remain. Insertion procedure: the coils were then released and approximately six coils were present from the right tubal ostia into the cavity. When this was completed, the left tubal ostia was identified, cannulated, and the device released leaving five coils in the intrauterine cavity. Discrepancy noted in date of insertion (B)(6)2013. Both of essure devices were visualized on the films. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Colonoscopy - in 2010: results: negative. Hysterosalpingogram - on (B)(6)2013: results: full occlusion of fallopian tubes confirmed; on (B)(6)2013: bilateral tubal occlusion. On (B)(6)2015, reason for appointment: dub after essure 2013, tests are negative. In 1996, brain tumor and cyst dissolved neurofibroma brain. On 01-jul-2015, pathology report: gross description. Received in formalin, labeled with the patient's number and uterus "cervix, bilateral fallopian tubes" is a 62 gram hysterectomy and bilateral salpingectomy specimen including a uterus (7.2 cm cervix-to-fundus, 4.7 cm cornu-to-cornu, 3.5 cm anterior-to posterior) with attached cervix (2.5 x 2.5 cm), and attached bilateral fallopian tubes. The serosal surface of the uterus is pink and smooth. The ectocervix is covered with pink white smooth mucosa. A 1.5 x 0.3 cm slit-like cervical os is present. The uterus is opened laterally to reveal a 2.5 x 0.9 cm endocervical canal covered with pink herringbone mucosa. Cross sectioning reveals a white fibrous cut surface with small nabothian cysts, up to 0.2 cm in greatest dimension. The endometrial cavity measures 3.7 x 1.8 cm. It is covered with thin hemorrhagic mucosa. The endometrium measures up to 0.1 cm in thickness. No mass or other lesions are grossly identified within the endometrial cavity. The myometrium is slightly trabeculated ranging from 1.2 to 1.5 cm in thickness. The left fallopian tube measures 7.5 cm in length with a diameter of up to 0.9 cm. It has a patent lumen on cross sectioning and an essure coil at the proximal portion. The right fallopian tube measures 9 cm in length with a diameter of up to 1 cm. It has a fimbriated end and multiple paratubal cysts, up to 2 cm in greatest dimension filled with clear serous fluid. Cross sectioning reveals a patent lumen and an essure coil present at the proximal end. Current weight 130.00 lbs. Approximate weight at the time of essure placement 130.00 lbs concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, hemianaesthesia and depression, weight decreased, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new event "neurofibromatosis" were added a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("one of the essure micro-inserts had perforated her fallopian tube") and pelvic pain ("severe, abnormal pain/ severe pelvic pain") in a 36-year-old female patient who had essure (batch no. A61942) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine bleeding on (B)(6) 2013, postpartum disorder (6 weeks , baby was 6 weeks early delivered.) On (B)(6) 2013, menarche (11 years old.) On (B)(6) 2013, crohn's disease (was controlled), pregnancy (non spontaneous vaginal delivery) in 2012, neurofibroma (of left breast), knee operation, ulcer esophageal, adverse event nos (egd disease) in 2013 and neurofibroma. The patient denies any weight gain. Concurrent conditions included ex-smoker since (B)(6) 2013, abstains from alcohol since (B)(6) 2013, vaginitis since (B)(6) 2013, postpartum depression since (B)(6) 2013, depressed mood since (B)(6) 2013, worry since (B)(6) 2013, depression (the pp depression is aggravated by lack of sleep.) Since (B)(6) 2013, irritability since (B)(6) 2013, head spinning since(B)(6) 2013, vaginal bleeding since (B)(6) 2015, bleeding menstrual heavy since (B)(6) 2015, numbness since (B)(6) 2015, tingling since (B)(6) 2015, abdominal distension since (B)(6) 2015, pain since (B)(6) 2015, uti, celiac disease, pelvic pain, menses irregular and dysfunctional uterine bleeding. Family history included seizure (paternal aunt), skin cancer (paternal aunt and maternal grandmother), varicose veins (mother), obesity (mother), migraine (mother), hypertension (maternal grandmother), heart disease, unspecified (maternal grandmother), neurofibroma (father, brother) and depression (brother). Concomitant products included alprazolam (xanax), anaesthetics (anesthesia) and sertraline (zoloft). In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormally heavy bleeding during menstruation/ prolonged menses"), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), vaginal discharge ("vaginal discharge"), fatigue ("chronic fatigue"), headache ("headaches"), weight fluctuation ("weight fluctuation"), hemianaesthesia ("leftsided body numbness"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, pelvic pain, menorrhagia, abdominal pain lower, back pain, dyspareunia, alopecia, dysgeusia, vaginal discharge, fatigue, headache, weight fluctuation, hemianaesthesia, depression and anxiety outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, depression, dysgeusia, dyspareunia, fallopian tube perforation, fatigue, headache, hemianaesthesia, menorrhagia, pelvic pain, vaginal discharge and weight fluctuation to be related to essure. The reporter commented: during a post-surgical follow-up with physician, plaintiff was advised that one of the essure micro-inserts had perforated her fallopian tube. Since her removal surgery, her symptoms have mostly resolved, though some remain. Insertion procedure: the coils were then released and approximately six coils were present from the right tubal ostia into the cavity. When this was completed, the left tubal ostia was identified, cannulated, and the device released leaving five coils in the intrauterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): colonoscopy - in 2010: negative hysterosalpingogram - on 1-may-2013: full occlusion of fallopian tubes confirmed. On 08-jun-2015, reason for appointment: dub after essure 2013, tests are negative. In 1996, brain tumor and cyst dissolved neurofibroma brain. On 01-jul-2015, pathology report: gross description received in formalin, labeled with the patient's number and uterus "cervix, bilateral fallopian tubes" is a 62 gram hysterectomy and bilateral salpingectomy specimen including a uterus (7.2 cm cervix-to-fundus, 4.7 cm cornu-to-cornu, 3.5 cm anterior-to posterior) with attached cervix (2.5 x 2.5 cm), and attached bilateral fallopian tubes. The serosal surface of the uterus is pink and smooth. The ectocervix is covered with pink white smooth mucosa. A 1.5 x 0.3 cm slit-like cervical os is present. The uterus is opened laterally to reveal a 2.5 x 0.9 cm endocervical canal covered with pink herringbone mucosa. Cross sectioning reveals a white fibrous cut surface with small nabothian cysts, up to 0.2 cm in greatest dimension. The endometrial cavity measures 3.7 x 1.8 cm. It is covered with thin hemorrhagic mucosa. The endometrium measures up to 0.1 cm in thickness. No mass or other lesions are grossly identified within the endometrial cavity. The myometrium is slightly trabeculated ranging from 1.2 to 1.5 cm in thickness. The left fallopian tube measures 7.5 cm in length with a diameter of up to 0.9 cm. It has a patent lumen on cross sectioning and an essure coil at the proximal portion. The right fallopian tube measures 9 cm in length with a diameter of up to 1 cm. It has a fimbriated end and multiple paratubal cysts, up to 2 cm in greatest dimension filled with clear serous fluid. Cross sectioning reveals a patent lumen and an essure coil present at the proximal end. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, hemianaesthesia and depression. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs and mr received. Patient details, historical condition, family history, concomitant disease, unstructured relevant tests and concomitant drugs were added. Medically confirmed case. Lot number of essure received. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("one of the essure micro-inserts had perforated her fallopian tube") and pelvic pain ("severe, abnormal pain/ severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormally heavy bleeding during menstruation/ prolonged menses"), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), vaginal discharge ("vaginal discharge"), fatigue ("chronic fatigue"), headache ("headaches"), weight fluctuation ("weight fluctuation"), hemianaesthesia ("leftsided body numbness"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, pelvic pain, menorrhagia, abdominal pain lower, back pain, dyspareunia, alopecia, dysgeusia, vaginal discharge, fatigue, headache, weight fluctuation, hemianaesthesia, depression and anxiety outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, depression, dysgeusia, dyspareunia, fallopian tube perforation, fatigue, headache, hemianaesthesia, menorrhagia, pelvic pain, vaginal discharge and weight fluctuation to be related to essure. The reporter commented: during a post-surgical follow-up with physician, plaintiff was advised that one of the essure micro-inserts had perforated her fallopian tube. Since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: full occlusion of fallopian tubes confirmed. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013, and reported adverse events including fallopian tube perforation and pelvic pain. On (B)(6) 2015, plaintiff underwent surgery (total hysterectomy and bilateral salpingectomies) and essure was removed. Fallopian tube perforation is a potential complication of essure insertion or removal. In the present case, the exact time point of perforation is not known. Pelvic pain and haemorrhage are highly prevalent in women, and may have gynecological and non-gynecological causes. In this case limited information was given for the above mentioned events. This case was classified as incident since device removal was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("one of the essure micro-inserts had perforated her fallopian tube") and pelvic pain ("severe, abnormal pain/ severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormally heavy bleeding during menstruation/ prolonged menses"), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), vaginal discharge ("vaginal discharge"), fatigue ("chronic fatigue"), headache ("headaches"), weight fluctuation ("weight fluctuation"), hemianaesthesia ("leftsided body numbness"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, pelvic pain, menorrhagia, abdominal pain lower, back pain, dyspareunia, alopecia, dysgeusia, vaginal discharge, fatigue, headache, weight fluctuation, hemianaesthesia, depression and anxiety outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, depression, dysgeusia, dyspareunia, fallopian tube perforation, fatigue, headache, hemianaesthesia, menorrhagia, pelvic pain, vaginal discharge and weight fluctuation to be related to essure. The reporter commented: during a post-surgical follow-up with physician, plaintiff was advised that one of the essure micro-inserts had perforated her fallopian tube. Since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: full occlusion of fallopian tubes confirmed. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 8-may-2017: quality-safety evaluation of ptc. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013, and reported adverse events including fallopian tube perforation and pelvic pain. On (B)(6) 2015, plaintiff underwent surgery (total hysterectomy and bilateral salpingectomies) and essure was removed. Fallopian tube perforation is a potential complication of essure insertion or removal. In the present case, the exact time point of perforation is not known. Pelvic pain and haemorrhage are highly prevalent in women, and may have gynecological and non-gynecological causes. In this case limited information was given for the above mentioned events. This case was classified as incident since device removal was required. A product technical investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Follow-up information will be obtained through the litigation process.